Manufacturer narrative:
The nurse observed difficulty in needle insertion during an insulin injection to a patient. The patient felt that the injection was very painful. Upon inspection, the nurse found that the needle was bent. The bent needles was replaced with a new one with no issues. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 211269. Penetration testing was completed on 5 retained samples from the same lot. No abnormalities were found and the results show a maxium penetration force of 0.79n, meeting the maximum 1n specification.

Event description:
The nurse observed difficulty in needle insertion during an insulin injection to a patient. The patient felt that the injection was very painful. Upon inspection, the nurse found that the needle was bent. The bent needles was replaced with a new one with no issues.